Manufacturer narrative:
Results: the distal tip of the neuron delivery catheter 070 (neuron 070) was kinked approximately 109.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron 070 was kinked. This type of damage may have occurred due to forceful handling during insertion. A stainless steel mandrel was attempted to be advanced through the returned neuron 070; however, resistance was encountered as the mandrel met the kink in the distal shaft and could not be advanced any further. The observed kink likely contributed to the inability to advance the non-penumbra microcatheter during the procedure. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070 (neuron 070). During the procedure, the physician was unable to advance a non-penumbra microcatheter through the distal tip of the neuron 070 and, upon fluoroscopy, the physician saw that the tip of the neuron 070 was kinked and twisted. The neuron 070 was therefore removed, and the procedure was completed using a new catheter and the same microcatheter. There was no report of an adverse effect to the patient.